Manufacturer narrative:
Concomitant: 5024m58 lead, implanted (B)(6) 1995.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead impedance warning for low impedance. Small p-waves were also noted. The lead remains in use. No patient complications have been reported as a result of this event.